Event description:
It was reported that after external cardioversion, the implantable neurostimulator (ins) failed. The pt experienced no therapeutic output. The leads were placed at t1-2 with the ins unit abdominally implanted. The device was interrogated and impedance testing was performed. High impedance was noted. Reprogramming was attempted, but the device still noted high impedance. The ins and extension were successfully replaced. The pt outcome was good after device replacement.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed a non-standard non-conformance; ins failure caused by defibrillation. There was good, stable output on every electrode pair that matched the programmed settings on electrodes 4-7. A 1v pulse was present from the active negative electrode (4-7) to the ins can. Electrodes 0-3 had no output.